Manufacturer narrative:
No information for date of event. Refer to manufacturer report #3004209178-2019-05263 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that there were high impedances and they had the ins replaced today. Contact 1 was 22k ohms and with the new ins, contact 1 was getting the same value. Caller confirmed that therapy impedances were fine. Caller stated the patient did report 2 separate bike crashes (mountain bikes) which could be the reason for the high impedances. No symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information was received from the hcp via the rep stating the replacement of the device that was implanted on (B)(6) 2015 was thought to be due to normal end of life. On (B)(6) 2019 the new device was implanted. After running an impedance test, the same contact was reading the same numbers. The cause was undetermined. It was noted the high impedance may be due to mountain bike falls where the extension or lead may have been damaged. The high impedances had not been resolved at the time of the report.

Manufacturer narrative:
Continuation of concomitant product: product ID 37601, lot#, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.